Event description:
It was reported that during a breast biopsy procedure, the clip could not be applied. The applicator had to be pushed with high force, then it bent but the inlay could not be released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The analysis results found that the device with the introducer tip sheared off and is missing and the tube was detached from the handle. The applier was received with the collagen plug present. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and funtionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.